Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the end of a 5f mynxgrip vascular closure device (vcd) broke off when the white tube was not showing after proper steps were taken. There was no reported patient injury. The device was discarded. A picture was received for review.

Manufacturer narrative:
As reported, the end of a 5f mynxgrip vascular closure device (vcd) broke off when the white tube was not showing after proper steps were taken. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A picture was received for review. The device was discarded; and, therefore, was not available for analysis. However, one photo of the device was provided for review. In the photo, a mynxgrip is observed with the shuttle separated into two pieces and the sealant detached from the unit, already swollen. No other anomalies, nor outstanding details could be observed with the image provided. A product history record (phr) review of lot f2432302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of catheter-catheter detachment¿ was observed through analysis of the image received as the shuttle was noted to be separated into two pieces. However, the reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed as the image showed that the advancer tube/sealant were deployed off the catheter, and functional analysis could not be performed. The exact cause of the issue experienced could not be determined during picture analysis. Based on the limited information available for review and analysis of the picture received, it is not possible to determine what factors may have contributed to the issue experienced deploying the advancer tube/sealant and the separated shuttle. However, it is possible that procedural/handling factors (such as excessive force applied when attempting to shuttle down into the procedural sheath) are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU cautions, ¿mynxgrip should only be used by a trained licensed physician or healthcare professional.¿ neither the picture analysis, phr review, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A picture was received for review.